Event description:
It was reported that this non boston scientific lead exhibited high within range impedance measurements. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).